Event description:
According to the event description: I have been contacted by the infusion room again this morning (B)(6) 2026). They have had under infusion with pump yesterday (B)(6)2026) no harm reached the patient. The infusion can be given over two hours. Patient did not receive the infusion under one hour, hence no harm to patient.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.